Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report# (B)(4) from the (B)(6) registry indicating pt death. The pt disconnected both batteries at the same time and subsequently expired.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause for the reported event could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.